Event description:
Attempted implant of bifurcated graft on 2003. Implant was stopped when device became stuck. The pullwire became caught on the proximal hooks and could not be freed with the guide catheter. Balloon inflation was used to displace the delivery device from the wall, freeing the pullwire. Physician elected to continue unjacketing, which proceeded uneventfully until the distal 1.5 cm of the implant and the metallic housing. At this point, increasing pressure was applied without effect and ultimately the jacket snapped with total transaction of the jacket external to the pt, which resulted in some back bleeding. Pt had expressed wishes to not be converted to an open procedure, so the device was carefully removed and no vascular injury was seen. The pt lost 1400cc of blood.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Physician knew that the tortuous nature of the aneurysm would make implant difficult; however, it was attempted because the pt did not want to pursue an open procedure. Pt was later implanted with gore excluder 2003, which had type I leak that could not be resolved.